Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit works intermittently and that it does not transition from standby to run smoothly. Further, the unit is getting stuck in standby.